Manufacturer narrative:
The user interface assembly as returned to the manufacturer or failure investigation. The user interface assembly was tested and it was determined a burnt out cold cathode fluorescent lamp (ccfl) backlight caused the display. To be dim.

Manufacturer narrative:
Patient information was requested; none was available.

Event description:
The customer reported the there was no display on the device user interface. There was no patient harm.